Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# j0316144v, implanted: (B)(6) 2003, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the patient noted that her device hadn't worked for several years and the patient wishes to have the device explanted so that she can have an MRI on her knee. The patient started having knee issues 2 years ago and has had 2 arthroscopic surgeries. The patient noted that she lost her patient programmer 4 or 5 years ago when she went to a kidney doctor. The patient couldn't remember the issue she was having at the time. The patient didn't currently have a follow up physician for her stim. If additional information is received, a follow up report will be sent.